Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump casing was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery cap was not returned. All testing was performed with a test battery cap. The battery compartment was observed to be cracked in the thread area and from the thread area to the case seal. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. The audio bolus button cover was torn but still responsive. The keypad was observed to be peeling from the bottom of the keypad to the down key but all the keys were responsive to user presses. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. Additionally, the pump powered on with the test battery cap to a dim and discolored display.